Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that no steps were taken to resolve the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no steps taken to resolve the difficulties recharging, back pain, and other programs not working as "they're working okay."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported the patient thought there may have been recharger issues. The patient usually recharged once a week, but she recharged two days ago and when she woke up on the morning of this report with back pain, she decided to charge her implant, however, it showed full right away. There were no falls or trauma related to this issue. The icons on both the implantable neurostimulator recharger (insr) and implantable neurostimulator (ins) were reviewed and it was determined that the patient was confusing coupling bars with the ins battery level. Both remotes indicated that the remotes and ins were completely full. The patient noted that when she tried to switch programs the morning of this report, she did not feel anything on the other programs, even after she adjusted. It was noted the patient had pain in her back and feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.